Event description:
Philips rec'd info reporting the customer was performing a pt head procedure and recognized that the images exhibited the appearance of a tumor. The physician sent the pt for an MRI procedure to confirm pathology vs. Artifact. The MRI results confirmed that there was no pathology.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On 19-apr-2013, the customer (B)(6) hospital, reported while performing a patient head procedure the customer recognized that the images exhibited the appearance of a tumor. The physician sent the patient for an MRI procedure to confirm pathology vs. Artifact. The MRI results confirmed that there was no pathology. There was no report of harm to a patient, operator or bystander associated with this issue. CT engineering evaluated the issue. Through investigation of the log files submitted for this complaint it was determined that the calibration for the unit was performed out of sequence. The fse returned to the site and performed all required calibrations in the proper sequence on 25-sep-2013. After performing calibrations the fse verified that there have been no additional artifacts reported and the system is functioning normally. CT engineering confirmed that this issue has acceptable risk with the following mitigations: daily and monthly image quality checks by operator in instruction for use.  Proper calibration instructions  in the brilliance 64 channel CT udms/tdms calibration and adjustment instructions manual, the field service engineer is instructed on the proper performance of calibration procedures for image quality.

Event description:
Philips received information reporting the customer was performing a patient head procedure and recognized that the images exhibited the appearance of a tumor. The physician sent the patient for an MRI procedure to confirm pathology vs. Artifact. The MRI results confirmed that there was no pathology.